Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not verified during initial testing. The device was put through extensive testing including power cycling, led indicator test and environmental testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity log indicated the device powered off was due to a low battery state. The investigation concluded that the device is working as expected. No trend is associated with reports of this type.